Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). The main body and ovation ix iliac limbs were implanted in each side. An additional ovation ix iliac limb was implanted on the right side. It was reported that seven (7) hours after the implant procedure, the patient complained of right lower limb pain at rest. A computed tomography angiogram (cta) showed there was right limb occlusion (ovation ix iliac limb). The physician elected to perform an intervention and thrombus was removed followed by implant of a misago/terumo (non-endologix) stent to successful resolve the event. Two (2) days after this intervention the pain was resolved. The patient was discharged at the third day post procedure without further complications.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the right limb occlusion and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The maximum right common iliac artery diameter was 31.4mm proximally and 26.6mm near the hypogastric artery. The maximum iliac diameter should be between 8-25mm per the IFU. It is unclear if this contributed to the reported event. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported to be discharged on the third post operative day without further complications. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.